Event description:
It was reported that during an arthroscopy surgery the drill bit broke during drilling. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 one unpackaged osteochondral flap repair, batch 15286476, was received for investigation. - upon visual evaluation, it was noted that the drill was damaged on the proximal end. - functional testing was not performed due to the damage to the device. -the most likely cause for the reported failure can be attributed to misuse due to misaligned insertion; or prying/leveraging the device during insertion. - refer to investigation photos. - the complaint allegation is confirmed.